Manufacturer narrative:
Additional information was received that the patient was diagnosed with st elevation myocardial infarction (stemi) during the procedure as a result of the left main occlusion.

Event description:
Post transaortic valve deployment, an obstruction in the left main (lm) coronary required a stent. The patient had an abnormally long bulky native leaflet on the left coronary cusp. On CT, the native annulus measured 19.9 mm x 23.9 mm with a valve area of 378mm2, the sinus of valsalva was 27.7 mm x 26.7 mm x 28, the sinotubular junction was 22.9 mm, left coronary height was 11.4mm, . Distribution of calcium on the lcc leaflet was minimal at the tip and mild at the base of the lcc cusp. The native annulus had bulky annular calcification, mild leaflet calcification, and bulky aortic root calcification. A bav was performed w/ ew 20 mm x 3cm balloon. 23mm certitude delivery system with the s3 valve was prepared with nominal volume, positioned across the annulus without issue, then was ¿moved one unit more lateral¿. The team also pushed on the aorta to bring the system more lateral for a better coaxial position with the valve. The center marker was positioned above the insertion point of the leaflets. A slow inflation secured the thv in a canted position (80:20 aortic on the ncc and 40:60 ventricular on the lcc, with the top of the valve just below the left main ostium. The coaxial alignment of the valve and delivery system and the image intensifier angle (iia) were considered fair. An aortogram was immediately performed post deployment along with the tee revealing trace pvl. The angiogram revealed minimal flow into the lm. The patient remained hypotensive post deployment with significant st changes on EKG. The patient developed an arrhythmia and was defibrillated at 360 joules. The team quickly placed her on bypass within several minutes. A 3.5 mm x 9 mm stent was deployed in the lm. Multiple angiograms of the lca revealed brisk flow. The arrhythmia returned to baseline. Patient remained intubated and clinically stable upon transfer to ICU. During the post case review the team measured the sov, scrutinized the distribution of calcium and measured the lca height again. None of the measurements raised concern for a potential lca obstruction. The team measured the length of the lcc leaflet around 10-12mm.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, the long native leaflets and bulky calcification likely contributed to the coronary occlusion. The suboptimal coaxial alignment of the valve and delivery system and image intensifier angle (iia) likely contributed to the canting reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.